Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels and diabetic ketoacidosis. Customer indicated that the pump and supplies operated as intended and attributed the hospitalization to gastroparesis. While hospitalized the customer was treated intravenously with long acting/ short acting insulin and manual injections, then released 3 days later.